Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Multiple infusion set changes were performed and the occlusions continued. The customer's blood glucose (bg) levels ranged between 300-400 mg/dl and the customer reverted to alternate therapy to address their bg levels. Reportedly, the customer was using apidra insulin in their cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump and may contribute to the occlusion alarms. No troubleshooting was performed as the customer was not currently using the pump.